Event description:
It was reported that the lead had p-wave oversensing (pwos). The patient has a capped chronic right ventricular pace/sense lead. The company's technical services consultant noted the unresolved pwos's could be due interaction with the chronic lead. The lead is still in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.